Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar laminectomy surgical procedure, it was observed that the motor device had a cut in the hose. There were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of cut in the cord was confirmed while the reported condition of e8/e9 was not confirmed. The device was observed to be loud, rpm out of spec. And had a cut in the cord. It was determined that the cut in the cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord, which is user error. It was determined that the device being loud and the rpm below specification were from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.